Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Blood glucose (bg) was 533 mg/dl with large ketones. Bg was addressed with a manual injection. Reportedly, customer suspected that a healthcare provider (hcp) would "probably" consider the ketone level as dangerous. However, hcp was not contacted.